Manufacturer narrative:
A synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with mid-section struts lifted. The undamaged crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-jan-2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.50 x 20mm balloon, a 2.75 x 20mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion due to severe calcification. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed stent damage.